Event description:
It was reported that during an unspecified surgical procedure, it was observed that the attachment device operated intermittently, it would spin and then stop. It was also noted that when pulling out the cutter devices the device would feel stuck and was difficult to remove. According to the reporter, four motor devices were tested with the attachment device with the same result. During in-house engineering evaluation, it was determined that the device run in the locked position. The device also failed pretests for cutter brake assessment. It was unknown if there was a delay in the surgical procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device run in the locked position. The device also failed pretests for cutter brake assessment. The assignable root cause was traced to user error. UDI: (B)(4).